Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a dexmetatomadine infusion was stopping and changing the rate so the nurse had changed it back. The dexmedetomidine 1000mcg/250 dose was programmed at a rate of 0.800mcg/kg/hour rate or 10ml/hour. However, the pump changed the rate from 0.8mcg/kg/hour to 1.2mcg/kg/hour and then back to 0.8mcg/kg/hour at 0129. There was patient involvement but no harm. The customer would like to have the event log checked to determine if it was manually changed. Although requested, further information was not provided.

Manufacturer narrative:
Omit: concomitant med prod data, b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue where the ¿infusion was stopping and changing the rate¿ could not be definitively confirmed through the ikp report provided. Inspection and laboratory testing could not be performed because the device was not returned for investigation. A log review could not be performed because the devices and their associated logs were not returned for investigation, despite attempts to obtain them. However, the facility provided an infusion knowledge portal (ikp) report detailing the infusions made on the reported date of the event, between july 1 to july 3, 2025. The ikp report does not contain keystroke programming and was not validated for log analysis purposes. The report indicates a change in infusion parameters from 0.8 mcg/kg/hour at a rate of 10 ml/h to 1.2 mcg/kg/hour at a rate of 15 ml/h at 1:01 am, followed by a return to 0.8 mcg/kg/hour at a rate of 10 ml/h at 1:29 am. This confirms a manual change of parameters by the user. Per the bd alaris¿ system with guardrails user manual (v12.3.2) states: the alaris system with guardrails suite mx is intended to provide trained healthcare caregivers a way to automate the programming of infusion parameters, thereby decreasing the amount of manual steps necessary to enter infusion data. The system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the system features, operation and accessories prior to use. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported " infusion was stopping and changing the rate " could not be definitively conclusive as the suspect pcu or its logs were not returned for investigation. However, a probable cause could be attributed to a programming error, the ikp report provided showed that the infusion parameters were changed by the user. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a dexmedetomidine infusion was stopping and changing the rate so the nurse had changed it back. The dexmedetomidine 1000mcg/250 dose was programmed at a rate of 0.800mcg/kg/hour rate or 10ml/hour. However, the pump changed the rate from 0.8mcg/kg/hour to 1.2mcg/kg/hour and then back to 0.8mcg/kg/hour at 0129. There was patient involvement but no harm. The customer would like to have the event log checked to determine if it was manually changed. Although requested, further information was not provided.